Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were unresponsive and moisture was visible behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/04/2013 with the following findings: moisture was present under the display lens and the pump would not power on due to the moisture in the pump. There was no visible moisture found in the battery compartment. A leak test was performed and a display lens leak was found. The keypad was found to be fully intact; no damage was observed. The complaint of the keypad unresponsive issue was unable to be tested due to the blank display screen. The keypad was removed and contamination was found under all key contacts. Moisture corrosion was visible on the keypad flex and keypad connector. The pump case was removed and moisture corrosion was found in the pump compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).